Event description:
It was reported by service report that the siderail panels were broken, and the motion interrupt pan was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged siderail panel. Missing motion interrupt pan.